Manufacturer narrative:
The device is in process of being returned for evaluation and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "the top jaw has been bent to the right, therefore not aligning with the bottom jaw."